Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the patient side cart (psc) power led would turn blue and start circling for a couple seconds then switch back to amber. The psc would not power up in standalone mode. The fse replaced the system power manager (spm) to resolve the issue. The system passed all applicable tests and inspections and was test driven and verified for use on (B)(6) 2021. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The spm was installed and tested on the pca test system. The system cannot be powered on. The psc power led would turn blue and start circling for a couple seconds then switch back to amber. Fa removed the blue fiber cable, but the psc would not power up in standalone mode either. The spmp had failed. A review of the provided image was consistent with the alleged complaint of the psc power button being amber in the middle with a blue circle outside. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure (first port incision) caused the procedure to be converted. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered fault 252 errors and the patient side cart (psc) was not powering back on. The customer stated that they were getting a message stating the psc had no power. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and noticed 23 errors pointing to the communication between the psc and vision side cart (vsc). The tse recommended a hard power cycle on the system. The customer performed this and stated that the issue remained and the psc was not powering back on. Customer also stated that they have moved the power cord to another outlet and swapped the blue fiber cables but the issue remained. Tse then recommended one more hard power cycle and disconnect the blue fiber cable from the psc and attempt to bring the psc up in stand alone, but the customer stated that the power button on the psc was amber in the middle but the outside had a circling blue. The tse noticed three other systems at this site and asked if they were all in use. Customer stated that they were all in use at the moment and the surgeon was deciding if they want to proceed either laparoscopically or via open surgery. The site would like the field engineer to come in as soon as possible to resolve. The customer sent pictures of the psc power button status. Total procedure delay was over 30 minutes. Per the customer the procedure was a thoracic lung procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator was not present during the case but was made aware of the issue. The customer did not notice any issues during case set up. When they encountered the issue, they performed troubleshooting with technical support, but could not resolve the issue. The other systems onsite were in use when the issue occurred. The surgeon elected to complete the case thoroscopically. There was no patient injury reported. Information regarding patient demographics, relevant testing, and medical history was requested, however the customer was not able to disclose that information.